Event description:
A ventilator was returned to a third-party service center for service there was no harm or injury reported. During the evaluation of the device at third-party service center, ventilator inoperative codes were found in the ventilator's downloaded error log. Evaluation confirmed there were no visible foam particles on examination. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.